Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the scope's image was very dark and there was not lots of blood inside the tunnel. The hosp switched out to a replacement scope and the procedure was completed. The hosp did not report any pt effect.

Manufacturer narrative:
Investigation details: maquet received the scope on 10/02/2009. The visual inspection showed no non-conformities on the device. Maquet shipped the scope to (B)(4), our contract MFR on 10/06/2009. A supplemental report will be submitted when the OEM's investigation has been completed and maquet receives the failure analysis. (B)(4).